Event description:
It was reported that on (B)(6) 2020, a 19mm trifecta gt valve was implanted in the patient during an aortic valve replacement. In (B)(6) 2024, a mild aortic regurgitation (ar) was confirmed at the outpatient clinic. In (B)(6) 2024, the patient developed symptoms of dyspnea, leg edema, and anemia. In early (B)(6) 2024, severe aortic insufficiency (ar) and moderate-severe aortic stenosis (as) were confirmed. The patient was hospitalized. On (B)(6) 2024, the trifecta valve was explanted, and a new 21mm non-abbott valve was implanted. The ar and as were improved postoperatively. A leaflet tear was confirmed on the explanted trifecta valve. The patient was reported as stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
Explant due to severe aortic insufficiency (ar) and moderate-severe aortic stenosis (as) was reported. It was also reported that the leaflet tear was noted upon explanting valve. The investigation found that leaflets 1 and 3 were torn. There were degenerative changes at leaflet 3. The sewing cuff was partially excised and there was patchy pannus formation on both surfaces which did not extend onto the leaflet tissue. No inflammation or significant calcifications were present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. In the absence of any calcification or evidence for infection, the reported event is consistent with a non-calcific leaflet tear. A non-calcific leaflet tear is a form of structural valve deterioration (svd), which is a well-known complication from valve replacement surgery. A non-calcific leaflet tear is commonly attributed to increased operational leaflet stress but may also be related to biological factors which result in tissue degeneration characterized by loss of collagen. In this case, histological evaluation did demonstrate mild degenerative changes including a denatured appearance to the collagen at the tear site, which could have contributed to the formation of the tear.